Event description:
It was reported to medtronic minimed that the customer experienced the display window of the pump and display window cover were damaged. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the damage was found to be affecting the functionality of the insulin pump as the display was no longer working. The customer was instructed to revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump was received with a blank display. Unable to perform the sleep current test, active current test or self-test due to blank display. Unable to download history files or traces due to blank display. The pump was cut open to perform visual inspection and found the u6 chip cracked. The following were noted during visual inspection: pillowing keypad overlay and severely scratched display window and case. Cosmetic damage was confirmed with severely scratched display, however, there were not cracks on the display. Blank display was confirmed during analysis due to the cracked u6 chip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.